Event description:
It is reported that an (B)(6) female with history of intertroch fracture was treated with a zimmer natural nail cephalomedullary nail. She presented to the surgeon with hip pain. An x-ray revealed that the lag screw was protruding through the femoral head and into the acetabulum. The lag screw and nail were removed and the fracture was treated with a zimmer angled blade plate. While removing the lag screw, the surgeon commented that the screw would not slide even though he felt the lag screw threads had no bite.

Manufacturer narrative:
Info was forwarded from the owner establishment, zimmer (B)(4), which markets the device is the us. The MFR did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. Should add'l info become available and/or the device(s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case closed. Zimmer reference number of this file is (B)(4).